Event description:
Healthcare professional reported right side baker "grade 3-4 capsular contracture." Healthcare professional later reported "any creases." Device was explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ crease / folding of implant: unable to observe since it is not related to the device. ¿ capsular contracture: not observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6(b), h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device remains implanted.